Event description:
Follow-up with the patient's funeral home showed that most likely the patient was buried with the vns device. The facility was unable to comment of the cause of death. A request was made to stare vital records for a copy of the patient's death certificate; however, to secure a certified copy of a record from the county-of-event, applicants must have direct or tangible interest in the record.

Event description:
It was reported that the vns patient passed away on (B)(6) 2006. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.